Event description:
It was reported to boston scientific corporation on march 1, 2020 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was defective. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector. Please see block h10 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: problem code 1069 captures the reportable investigation result of fiber broken within the sma connector. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 315.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. The light from the sma connector was incomplete, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed distorted light from the sma connector, indicating a fracture within the connector. Additionally, the fiber tip was observed to have normal degradation. It was likely that procedural handling of the device during set-up or use contributed to fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on all available information the most probable cause is adverse event related to procedure, indicating that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction - block d10 (returned to manufacturer date): the correct date the device was returned to the manufacturer is 09/17/2020.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 315.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. The light from the sma connector was incomplete, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed distorted light from the sma connector, indicating a fracture within the connector. Additionally, the fiber tip was observed to have normal degradation. It was likely that procedural handling of the device during set-up or use contributed to fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on all available information the most probable cause is adverse event related to procedure, indicating that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 1, 2020 that a flexiva 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was defective. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.